Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that water was leaking into the patient's shower bag.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation. The shower bag was not returned for evaluation. Multiple attempts were made to obtain information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported issues at this time. The relevant sections of the device history records for the heartmate 3 gogear shower bag, lot number 10913293 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 6 of the IFU ¿patient care and management¿ and section 4 of the patient handbook ¿living with the heartmate 3¿ explain how to the use the shower bag. These sections warn that the shower bag must be used for every shower. Although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect external system components from water or moisture. Section 8 of the IFU "equipment storage and care" (under "cleaning heartmate wear and carry accessories") and section 6 of the patient handbook "caring for the equipment" (under "caring for the wear and carry accessories") state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it: call your hospital contact for a replacement. No further information was provided. The manufacturer is closing the file on this event.